Manufacturer narrative:
Concomitant medical products: 4471 competitor lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device longevity was 5 years remaining. Approximately six months later, the longevity was noted as being 2.5 years remaining. It was noted that outputs had increased due to right ventricular (rv) capture management. Rv thresholds were noted to have been stable for the past few years. Outputs were decreased and capture management was programmed to monitor. The device remains in use. No patient complications have been reported as a result of this event.